Event description:
A customer reported that an insulin cartridge leaked at the o-ring, and the issue occurred three times on the same day. The customer declined to provide their blood glucose level. The customer successfully loaded a new cartridge.